Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that there is an issue with the insulin pump. Customer states that the insulin is leaking from the reservoir. Customer states that it is not delivering insulin. The blood glucose reading is 237 mg/dl. Nothing further reported.